Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. Involved product that broke was not returned and cannot be analyzed. Moreover, no unused instrument is available for evaluation. Nothing unusual to report was found during DHR review (batch #1446099). Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a start-x tip ems insert 3 broke. The event outcome is unknown as of this MDR evaluation.